Manufacturer narrative:
(B)(4).

Event description:
On 2016-01-05, information was received from a healthcare provider (hcp) via a clinical study regarding a (B)(6), male patient who was receiving hydromorphone 1.0mg/ml at 0.2601 mg/day and bupivacaine 10.0mg/ml at 2.601 mg/day via an implantable pump for non-malignant pain and lumbar radiculopathy. On (B)(6) 20150, the patient experienced increased pain from baseline. A catheter access port (cap) contrast study was performed and showed a twisted/kinked catheter. There was no known cause. On (B)(6) 2015, the catheter was explanted/replaced and the event resolved without sequelae. The event was reported as related to the device or therapy and not related to the implant procedure. If additional information becomes available, a follow-up report will be submitted.